Event description:
It was reported that the patient presented in clinic for the follow up. It was noted that during interrogation and from the remote transmission, the implantable cardiac monitor (icm) exhibited t-wave oversensing. The programming changes were made. The patient was stable throughout.